Manufacturer narrative:
(B)(4). Initial implantation details unavailable at the time of this report, this report is filed on (B)(6) 2016. Implanted device remains.

Event description:
Per the patient's surgeon, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent skin revision surgery on (B)(6) 2016 to remove excess skin. The implanted device remains.